Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and tore while advancing out of the cartridge. The lens was not implanted and there was no patient contact or injury. Contact was able to confirm that the msi-tm injector and aq cartridge were used, but the lot numbers were unknown.